Event description:
It was reported that during a thoracotomy procedure the surgeon fired across the artery for the ninth firing with a white reload. When the surgeon went to open the device it would not open. The tissue of the artery fell away from the jaws of the device due to it was smaller than the length of the device. The device fully cut and stapled the artery; the device did not stick on the tissue. This was the last firing of the device and the case was completed at that point. The device was in a 45 degree angle to the left when fired. The device is being returned for analysis in the closed position. There was no patient consequence reported. (B) (6).

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal renal angioplasty (ptra), the target lesion was crossed with a boston scientific thruway guidewire and the physician delivered the aviator plus 5.0 x 15 mm balloon catheter. During inflation, the balloon ruptured at 7 atm. The inflation device used was a boston scientific encore device. The physician removed the aviator plus balloon catheter from the patient. A boston scientific symmetry balloon catheter was used to complete the procedure successfully. The patient was reported to be in stable condition. There was no reported patient injury. The renal artery target lesion was reported to be: heavily calcified, mildly tortuous, and a 90% stenosis. The patient had had an unknown palmaz stent implanted two years prior to this procedure. The physician mentioned that the balloon may have caught on the stent edge of the previously implanted palmaz stent. There was no reported in-stent-restenosis or peri-stent restenosis. However restenosis is being reported for an unknown palmaz stent to capture the event, to conservatively report, and based on the physician¿s comments. There was no additional patient information available. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). There was no information provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The balloon inflated, deflated, and re-wrapped normally. The product was removed intact from the patient. No additional information was available.

Manufacturer narrative:
The 5.0x15mm aviator plus balloon burst during dilation around an unknown palmaz stent which had been implanted two years previously at the entrance of the right renal artery. The balloon inflated, deflated and re-wrapped normally and the product was removed intact from the patient without patient injury. The renal artery target lesion was reported to be: heavily calcified, mildly tortuous, and a 90% stenosis. The patient had an unknown palmaz stent implanted two years prior to this procedure. The physician mentioned that the balloon may have caught on the stent edge of the previously implanted palmaz stent. It is not known if it was treatment of an in-stent restenosis or whether the treatment area was within 5mm of the palmaz stent. There is no further information regarding the stent. There was no reported difficulty removing the product from the packaging. No damage or kinks were observed upon inspection prior to use. The product was prepped properly according to the instructions for use (IFU). The target lesion was crossed with a boston scientific thruway guidewire and the physician delivered the aviator plus 5.0 x 15 mm balloon catheter. During inflation, the balloon ruptured at 7 atm. The inflation device used was a boston scientific encore device. There was no information provided regarding contrast or the contrast to saline ration used. There was no reported difficulty or resistance/friction reported during advancement through the guiding catheter or accessing the lesion. The physician removed the aviator plus balloon catheter from the patient without difficulty. A boston scientific symmetry balloon catheter was used to complete the procedure successfully. (B) (4): the device remains implanted and is not available for inspection. The unknown palmaz stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. In-stent restenosis is a well-known potential complication of this type of procedure. In-stent stenosis is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intra-stent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Based on the lack of information regarding the implantation of the unknown palmaz stent and the location of the stenosis being treated two years later, no conclusion can be made regarding the relationship to the palmaz stent or contributing factors. Therefore, no corrective actions will be taken.

Manufacturer narrative:
The date of implant was reported as two years prior to the event -approximately 2008. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.